Event description:
Additional information received reported that the doctor determined the tingling over the implantable neurostimulator (ins) was likely due to the implant nearing the surface of the patient¿s skin. Her stimulation still covered her painful areas. Impedances were checked and found to be within normal limits. No further action was required.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had their healthcare professional (hcp) appointment rescheduled for (B)(6) 2015.

Event description:
It was reported that the patient experienced new pain and a tingly sensation with stimulation off. Over the past 3 months, occasionally when she had her stimulation off, she would have a tingly sensation around where the stimulator was implanted. The patient stated that the stimulation in implanted on her back between the spine and shoulder. Over the past couple of weeks the patient noticed a new pain in her neck. The patient stated if she turned her head and moved her arm while embroidering it felt like if she were to move her head ¿it might pop off.¿ the patient stated that it was like her neck was stuck or sticks. The patient did not know how to describe the pain. The patient was not sure if the new pain was due to doing too much. Additional information received reported that the patient was still having concerns regarding the device or therapy but was working with the health care professional or manufacturing representative. It was noted that there was an appointment date of (B)(6) 2015. Additional information received reported that the patient ¿had some changes.¿ when the stimulation was off, the patient still felt stimulation sensation ¿right at the base of my neck, it¿s always the way across the bottom of my neck.¿ it was noted that the ¿battery was there too¿ and ¿it radiated outward¿. It was noted that the patient had increased baseline pain in the left and right arm. At another reprogramming appointment, a secondary setting was set up and the patient had not been able to use that. The patient noted that it did not seem to be as good as the first one but at first thought it was. It was noted that the patient thought the sensation even with the implantable neurostimulator (ins) off was noticed last summer and it may have been toward the end of the summer. The patient stated that the ¿pain she was having had changed and increased.¿ it was noted that her upper arms ached after doing crafts and handiwork. When the patient saw the health care profession, he wanted the patient to continue using an exercise band. The patient used the least amount of resistance and ¿it didn¿t hurt when she did it¿ but felt better. It was noted that there were times when the patient had to take breaks because she could not do it for very long as it increased the pain. It was noted that her arms ached and the left shoulder and it seemed like the pain radiated going up into her head. The patient noted that the pain was worse on the left side, but both upper arms ached she had done something. It was noted that the patient¿s appointment was changed to (B)(6) 2015.

Manufacturer narrative:
(B)(4).